Manufacturer narrative:
A dispatched fse could verify the reported intermittent ventilator failures. The log file evaluation confirms the report and the on-site finding. The case in question went stable and unremarkable for about 1.5 hours until a motor encoder check error occurred after a ventilation mode switch. The workstation posted the corresponding alarm and changed the ventilation mode to man/spont. The user completed the case by means of manual ventilation and, no patient consequences have occurred. There was no hardware made available for deeper investigation. However, these types of error codes are logged when the motor would not start up from certain positions due to a partly abraded collector disc. The workstation has logged more than 53.000 operating hours which means that the device was almost continuously used since being put into operation 6 years ago. Under these circumstances, the malfunction of a single component due to wear and tear can be considered acceptable. If not done yet, draeger will advise the local service organization to replace the motor.

Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in the a follow up-report.

Event description:
It was reported that during a case, automatic ventilation stopped and the machine alarmed for 'vent fail'. There was no patient injury reported.